Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2026, during medication administration, a portion of the silicone material on the prn cap dislocated. The cap was immediately disinfected and replaced, and the incident was reported to the purchasing department.